Manufacturer narrative:
Device code supplemental to reflect that, per photo provided, the sheath liner tore, and a liner strand was also seen.

Event description:
As reported by our affiliates in united kingdom, during the placement of the 26mm sapien 3 ultra valve in the aortic position by left transfemoral approach, the distal section of the esheath split. The patient had previously undergone a aaa repair with stent grafts and had severe tortuosity in access. The valve was delivered successfully despite the challenges. There was no patient injury and the patient outcome was good. As per medical opinion, it was perceived that the combination of the vessel tortuosity and the nature of the stent graft system was the cause for the damage to the esheath. As per the picture provided, there was a liner torn and a liner strand.

Manufacturer narrative:
Update tp b4, g3, g6, h2, h6, and h10. No product returned engineering evaluation performed. Review of complaint activities/attachments revealed the following information relevant to the complaints event: the iliac arteries were heavily calcified and highly tortuous. No abnormalities were noticed upon opening and preparing the sheath. Everything was normal. As the device was not available for return, visual, functional and dimensional testing were not able to be performed. The following observations were noted on the returned imagery: the dilator was inserted through the sheath confirming the liner tear as the dilator protruded from the sheath shaft prior to exiting the sheath distal tip. There was a liner strand near sheath distal tip. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed complaints relating to the complaint codes below. The complaints were confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests that patient factors and procedural factors contributed to the complaint event. A pra has been initiated to capture the product risk assessment. A CAPA has also previously been initiated to investigate and drive potential corrective actions for high push force seen on the s3u/commander/esheath platform. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the edwards esheath (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Available information suggests patient and/or procedural factors contributed to the complaint event. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The esheath IFU and commander IFU, as well as the preparation training manuals were reviewed. It is noted that access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on provided imagery. No manufacturing non-conformances were identified. A review of lot history, complaint history, and DHR showed no indication that a manufacturing non-conformance contributed to the complaint event. Review of manufacturing mitigations showed that inspections are in place to detect the issue during manufacturing. No IFU/training manual deficiencies were identified. The complaint description states, 'the patient had tortuous and calcified anatomy. It was difficult to insert the esheath and delivery system due to the aforementioned factors.' The procedural training manual states, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification'. It is likely that the devices met interference with native calcification as stated in procedural notes. This coupled with tortuosity can create a challenging pathway for sheath insertion and resistance during delivery system insertion through sheath. Also, the presence of existing stents can reduce access vessel size, impacting the pathway for sheath insertion and sheath expansion during delivery system insertion, leading to high push force. Available information suggests patient factors (calcification, tortuosity, pre-existing stent reducing vessel size) may have contributed to the complaint event. The complaint description states that 'the patient had previously undergone a aaa repair with stent grafts and had severe tortuosity in access.' The presence of existing stents can reduce access vessel size, impacting sheath expansion and leading to high push force. The stent along with tortuous and calcified anatomy likely led to excessive force used to overcome the specified factors leading to negative interaction of the liner with the patient anatomy (calcification/stent) leading to the liner strand and tear. As such, available information suggests that patient factors (calcification, tortuosity, stent) and procedural factors (excessive device manipulation) may have contributed to the complaint event. The difficulty advancing the delivery system complaint was confirmed. No manufacturing non conformances were identified. A definite root cause was unable to be determined. However, available information suggests patient factors (tortuosity, calcification, vessel size) contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a pra captures the product risk assessment for resistance between devices. Since no edwards defect was identified, no corrective or preventative action is required. Control limits are managed and assessed. The liner stand and liner tear complaints were confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that procedural factors (excessive manipulation) and patient factors (calcification, tortuosity, stent) may have contributed to the complaint events. No labeling or IFU inadequacies have been identified. Since no edwards defect was identified, no corrective preventative action is required. Control limits are managed and assessed. The difficulty inserting the sheath complaint was confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification, tortuosity, vessel size) may have contributed to the complaint events. No labeling or IFU inadequacies have been identified. Since no edwards defect was identified, no corrective preventative action is required. Control limits are managed and assessed. H3 other text : device discarded.

Manufacturer narrative:
Investigation is ongoing. Pending device return.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 26mm sapien 3 ultra valve in the aortic position by left transfemoral approach, the distal section of the esheath split. The patient had previously undergone a aaa repair with stent grafts and had severe tortuosity in access. The valve was delivered successfully despite the challenges. There was no patient injury and the patient outcome was good. As per medical opinion, it was perceived that the combination of the vessel tortuosity and the nature of the stent graft system was the cause for the damage to the esheath.